Event description:
The user facility reported that unexpected contamination was detected while performing routine microbiological testing of the evis exera iii gastrointestinal videoscope. The biopsy channel was sampled and tested positive for 18 colony forming units (cfu) of klebsiella oxytoca, and over 100 cfu of klebsiella pneumoniae. The customer reported that after reprocessing the device three times in the soluscope 4 automatic endoscope reprocessor, the device passed microbiological testing. There was no patient or user harm reported due to this event.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The obtained results are in conformance with the requirements. The inspection and testing of the returned device found the distal end cover insulation did not meet the electrical safety test specifications due to surface damage and scratches. The ccd cover lens was scratched. The adhesive rubber glue in the bending section was separated. The connecting section of the insertion tube was dented/deformed. Switch button 1 cover number was worn off. The angulation system did not meet specifications. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, those defects alone were not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.